Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right sfa. Approx 13 months post index procedure, revascularization of the target lesion was carried out using two admiral xtreme balloons and non medtronic stenting to treat the patient. Approximately 5 months later the patient suffered claudication and occlusion of the target lesion. Revascularization of the target lesion was carried out using non-medtronic ballooning and stenting. The investigator has reported that the event was not related to the study device, procedure or paclitaxel. The patient recovered.